Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown intrathecal medication via an implantable pump for non-malignant pain. It was reported that the rep was notified today regarding the patient having a motor stall 1000 plus hours and the recovery occurred today when interrogation was done to the pump. It was noted the patient had a magnetic resonance imaging (MRI) at the time of the stall and did not get the pump checked post MRI. Patient symptoms were not reported.